Event description:
It was reported from a cord blood processing facility that, while preparing cord blood for frozen storage, at the beginning of extraction at station 2, plasma leaked out of the tubing connecting the port to the 200ml transfer bag.

Manufacturer narrative:
A review of lot history record revealed that lot 0953032 met all specifications for product release; no deviations were reported during manufacture. The returned device was reviewed and tested with water. The report of a leak was confirmed. Further examination found that the leak was caused by an incomplete adhesion of the tubing to the y injection site. Apparently the solvent application was not performed correctly by the operator. It is possible that the operator did not follow the appropriate method to perform the bonding operation. However the process was reviewed and we did not find any factor that could be caused the operator error, since there is visual aid for this operation, and the work instruction is clear. Per trending analysis there was a previous complaint with the same defect, and the corrective action for that one was an awareness training to reinforce the operator skills. The manufacturing lot reported in this complaint was manufactured before the afore-mentioned training. Therefore, the awareness training serves as CAPA for this issue as well. Summary: user report confirmed. Proximate cause: insufficient bond. Root cause: assembly process; CAPA: operator awareness training unless substantially significant information becomes available, this constitutes a final report.